Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Product not actuated during irrigation was reported. An unused fluidics management system (fms) in a tray was visually inspected. The drain bag assembly was misaligned on the drain ports of the cassette cover which completely plugged the cassette ports. This discrepancy would generate system message code as the fluid was being obstructed and would lead to the customer¿s complaint. Procedure indicates that during the manufacturing process, the assembler is to "place the drainage bag on the designated area of the fms per the drawing. Ensure that the three holes on the drainage bag are properly aligned with the three drainage ports." Additionally, they are to "ensure no air pockets are visible around the drain bag port." The likely root cause of the customer's complaint is related to the misaligned ports on the drain bag to cassette which is related to human error. During the assembly of the fms pack, the drain bag is applied on the cassette by a trained operator during assembly. After investigation of this complaint no corrective action is required at this time. Inspection of every cassette is performed, if a drain bag is placed incorrectly, the cassette should be rejected before final packaging. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the product was not actuated during irrigation of cataract surgery (with intraocular lens implant). The surgery was completed by using new kit. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).